Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 115-130 fasting. Verified the strips expire 11/30/2016. Customer confirms the strips are stored properly and was first opened 07/01/2015. Customer performed a blood test, 222 mg/dl not fasting. Reviewed meter memory: 132 mg/dl 07/20/2015 08:08:00 am fasting: yes; 260 mg/dl 07/19/2015 08:02:00 pm fasting: yes; 150 mg/dl 07/19/2015 08:22:00 pm fasting: yes; 164 mg/dl 07/18/2015 08:23:00 pm fasting: yes; 137 mg/dl 07/18/2015 08:07:00 am fasting: yes. Customer concern: 132, 260, 150, 164, 137 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 115-130 fasting. Verified the strips expire 11/30/2016. Customer confirms the strips are stored properly and was first opened on (B)(6) 2015. Customer performed a blood test, 222mg/dl not fasting. Reviewed meter memory: (B)(6). No adverse event reported.